Manufacturer narrative:
An event regarding revision due to instability involving a scorpio baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Device not available.

Event description:
It was reported that the patient's right knee was revised due to instability. No possible cause or contributor for instability was reported to the rep. The femoral component, insert, and cemented tibia were revised. None of the records accessible to rep confirmed the manufacturer of the cement. Rep reported that x-rays, medical records, and additional information are not available.